Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm approximately 20 months ago. The aortic neck angulation was 90 degrees. It was reported that (B)(6) 2013- during a routine follow-up CT scan it was discovered the stent graft was occluded. Upon review of the scan the stent graft was found kinked due to highly angulated aortic neck. The patient is being monitored. Review of returned films post-implant show the proximal stent graft margin is approximately 2cm below the renal arteries, likely has migrated, and there is a proximal type I endoleak. The aaa max diameter is 10cm. The proximal neck is angulated 100deg (a-p) and 90deg (l-r). The stent graft is kinked approximately 6cm below the proximal end of the aui, and there is considerable thrombus within the stent graft above the kink. The distal limb appears to have good runoff and no thrombus. It is likely that the highly angulated neck contributed to the stent graft kink which led to the occlusion. Angio images from a possible tpa procedure shows the stent graft kinked in the same location as previous images; unknown how much occlusion is within the device as contrast study is not seen. Bubbles (possibly tpa) are seen injected into the stent graft, distal to the kink.

Manufacturer narrative:
(B)(4). Method: film. Results: occlusion. Highly angulated aortic neck. Treatment of a patient with an aortic neck > 60 degrees. Conclusion: highly angulated aortic neck. Treatment of a patient with an aortic neck > 60 degrees.